Event description:
It was reported that both the atrial and right ventricular leads became dislodged creating sensing and capture issues. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 559453 lead, implanted: (B)(6) 2014. (B)(4).